Event description:
Boston scientific received information that the patient with this right ventricular lead and device reported experiencing syncopal episodes. Upon device interrogation, it was noted that the patient was having periods of asystole as a result of oversensing. Thresholds were noted to have been slightly elevated. The device was reprogrammed to voor and ventricular output was reprogrammed to 6.5 volts at 1 millisecond. No further changes were made to the system. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.